Manufacturer narrative:
Block e1: initial reporter's phone number: (B)(6). Block h6: medical device problem code a150101 captures the reportable event of stent failure to expand. Medical device problem code a0406 captures the reportable event of stent material deformation. Block h10: the wallflex biliary stent and delivery system were returned for analysis. Visual examination of the returned device found the sheath was damaged (inner sheath misaligned with outer sheath and gas ramp lifted). The stent was fully deployed but not fully expanded and was deformed. Media inspection of photos provided by the complainant also showed the stent unexpanded and deformed. During dimensional inspection, the outer diameter of the stent was measured and was found not within specification. During functional testing, the stent did not expand. No other issues were noted the stent and delivery system. The reported event of stent material deformation and stent failure to expand were confirmed. The investigation concluded that the damages noted may be due to procedural factors encountered during the procedure. It may be that handling and manipulation of the device during procedure could lead to the failed stent expansion, deformation of the stent and damage to the sheath. Failing to grasp the retrieval loop at the center crossover point of the loop, across both end of the retrieval loop, may cause the stent to skew to one side. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the directions for use (dfu)/ product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex fully covered biliary stent was to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. During the procedure, the stent was deployed inside the patient; however, the physician noticed that the stent was deformed and not fully expanded. The stent was removed and the procedure was completed with another device. There were no patient complications as a result of this event.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). (B)(4). The device has not been received for analysis. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex fully covered biliary stent was to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6)2021. During the procedure, the stent was deployed inside the patient; however, the physician noticed that the stent was deformed and not fully expanded. The stent was removed and the procedure was completed with another device. There were no patient complications as a result of this event.